Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device failed psi test. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional tests and preventative maintenance was performed. The service history review had no indication that the complaint was related to a service of the device within the review period.